Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that an acute paravalvular leak (pvl) was observed on a 25mm valve one (1) day after the implant. The patient had an aneurysm of the valsalva sinus which was indicated as the cause for this pvl. As the severity of the pvl was increasing to gradient 3-4, it was decided to implant a transcatheter valve as a recue strategy. Twenty-two days after the implant, a 26mm valve was implanted into the elite valve. As the elite pvl leak was not resolved, a new 26mm valve was implanted into the transcatheter valve immediately after. That time, the elite pvl was solved. The patient was doing well after the valve-in-valve procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.